Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced persistent pain at the ipg site. The pain was present whether the stimulation was on or off. The pt received a new charger, the sjm rep was able to reprogram the pt. The pt stated that she is receiving adequate relief, but still has pain at her pocket site. The pt's pain is present whether the unit is on or off and not affected by charging. The pt's physician suggested that the pt consider a pocket site revision and a possible replacement of her ipg. The pt stated she would consider at a later date since she is receiving adequate relief.